Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable.

Event description:
It was reported that the patient had been experiencing dizziness and syncope. An examination revealed the right ventricular (rv) lead was experiencing high, unstable thresholds, fluctuating impedance, and was not capturing. The lead was reprogrammed and a lead revision is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Cont: d314trg, bi-ventricular implantable cardioverter defibrillator, 2011-(B)(6); 4076, implantable pacing lead, 2007-(B)(6); 4193, implantable pacing lead, 2007-(B)(4). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.